Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, on (B)(6) 2022, the patient went to emergency room and was subsequently hospitalized. Her highest blood glucose level was 534 mg/dl at the time of incident. Reportedly, the patient believed that the event caused her heart attack. Moreover, the infusion set had been used for less than a day. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. Further, on (B)(6) 2022, the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.